Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a hemodialysis fistula access procedure, the advance 14 lp low profile balloon catheter leaked contrast in the patient's anatomy. During the procedure, the physician advanced the complaint device along the wire guide to the lesion located in the area of the cephalic and median cubital vein. The complaint device was inflated using contrast medium and noted the contrast leaking from the balloon. The advance 14 lp low profile balloon catheter was entirely removed from the patient's anatomy and found to have a "broken" balloon. The physician was able to use another advance 14 lp low profile balloon catheter to successfully complete the procedure with no adverse effects to the patient. No additional procedures were required due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a pin hole leak, which was noted at a distance of 3.6 cm (proximal bond) from the distal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.